Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The battery pack was replaced. The system was tested and operates as intended.

Event description:
The customer reported a generator error message on the 8800 system. No pt injury was reported.